Event description:
Removal difficulty inserted removal tool, thought it had connected with the threads of portal tip but when tool was removed only the infusion tube came away; portal was left in pt's chest. The catheter was in for >24 hours: for <44 hours.

Manufacturer narrative:
Initial report. Awaiting return of the parts for eval.